Manufacturer narrative:
Philips has investigated this complaint. As described in the instructions for use (4522 203 78552) the c-arm of the x-ray system is designed with the bodyguard collision prevention system protects the patient by slowing system movement speeds, when an object is sensed within a certain safety distance. When the bodyguard is activated, the system displays indicators on the monitors to inform the user. Based on the log file analysis, at the time of the incident, the bodyguard was activated several times. Philips can confirm that the system performed as designed and notified the user of the activation of the bodyguard. The customer¿s inability to move the c-arm cannot be explained from the log files. Additionally, log files did not contain any error messages that may indicate a malfunction of the c-arm. The system successfully executed several different c-arm movement commands initiated by the customer. As described in the instructions for use (4522 203 78552, section 2.1.2) in the event of a clinical emergency, the user must move the c-arm away from the patient using the tableside controls. Optionally, it is possible to move the table in the longitudinal direction or pivot the table in order to access the patient. Philips has not been able to confirm the exact cause of this occurrence. Based on the investigation results, philips has concluded that there was no malfunction of the system. Consequently, philips has closed this complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
It has been reported to philips that during a coronary angiography, the patient had a cardiac arrest. The physician had difficulty performing a cardiopulmonary resuscitation, because they were unable to move the c-arm. They were able to complete the procedure. No patient injury has been reported to philips. Philips has started an investigation of this complaint.